Event description:
Boston scientific crm received info that the suture sleeve for this rv lead split and cut into the lead insulation. Because the lead was not anchored, the lead dislodged. This resulted in a loss of capture and a rate of 29 bpm. As a result, this rv lead was explanted and a new one was successfully implanted.